Event description:
It was reported that the patient was deceased due to severe cardiogenic shock post-myocardial infarction. No intervention was performed on the leadless pacemaker (lp). There was no allegation that the lp caused or contributed to the patient death.